Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reported taking expired humalog based on result higher then 415 mg/dl on the aviva system. 2 hours later customer reported low blood glucose symptoms with result of 80 mg/dl; he self treated with orange juice and glucose tables. 1 hour later, customer received results of 415 mg/dl, 144 mg/dl, and 90 mg/dl on the aviva system within 10 minutes. Requested return of suspect device; however, customer has discarded the system; replacement was sent.